Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Determined that workstation transformer needs restrapping. Restrapped the transformer. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9900 system has slow boots and squares were displayed across the mainframe. There was no report of patient injury.